Event description:
It was reported that the catheter was placed into the pt's internal jugular on (B)(6) 2013 in the operating room. There was a leak detected on (B)(6) 2013 in the intensive care unit. The catheter was removed on (B)(6) 2013 and they found a hole in 1cm before the end of the catheter. A peripheral catheter was placed in order to continue the antibiotic treatment. As it was difficult to puncture the child, there was a succession of insertion attempts by peripheral catheter. They do not know if there was a delay in treatment and no pt death or complications reported.

Manufacturer narrative:
(B)(4). The device was discarded.